Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the reported malfunction was verified and attributed to a multi-function connector that was not properly seated to the connector panel. The multi-function retainer was replaced to correct the reported problem. Analysis of reports of this type has not identified an increase in trend.